Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to (B)(6)pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and (B)(6) pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to (B)(6) pressure and liquid was observed to be leaking from a balloon pinhole located at the distal edge of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no issues with the shaft of the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID: (B)(4). Tw (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending coronary artery (lad). A wolverine¿ coronary cutting balloon¿ monorail¿ was used to dilate the lesion and on the fourth inflation the balloon ruptured. The balloon was removed without complications and the procedure was completed with a different device. No patient complications were reported and the patient status was stable.